Event description:
It was reported to boston scientific corporation that a autotome rx 44 was intended to be used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, during introduction they were unable to advance the guidewire through the guidewire channel. When the device was checked, a white foreign matter was seen approximately 30 cm from the distal tip. The procedure was completed with a second autotome rx 44 device using the same guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a autotome rx 44 was intended to be used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, during introduction they were unable to advance the guidewire through the guidewire channel. When the device was checked, a white foreign matter was seen approximately 30 cm from the distal tip. The procedure was completed with a second autotome rx 44 device using the same guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Correction: the complainant was unable to report the lot number for the reported upn (B)(4) - autotome rx 44; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Result - no failure detected; the device evaluation found no evidence of a foreign matter in the device, however, the working length was found to be twisted. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the reported event of ¿foreign matter¿. The complaint was not confirmed. However, the working length was twisted. A functional evaluation was performed, and the guidewire was advanced through the tome with no issues. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.